Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing, undersensing, dislodgment of the ventricular lead, and loss of capture. The patient reported to the hospital. The device was reprogrammed and all therapy was shut off. The status of the lead is unknown. No patient complications were reported as a result of this event.